Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no reported adverse impact to the customer's blood glucose level. The customer performed a reset on their own, and after the reset, the device did not display the cgm error again, allowing them to successfully start their sensor session.